Event description:
It was reported that the customer experienced an issue with their pump battery depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump for continued insulin therapy.